Manufacturer narrative:
Correction: section a2 - patient age should be 63 rather than 64.

Event description:
It was reported that the patient presented to the clinic. It was noted that the pacemaker could not be interrogated via rf telemetry because the rf chip was turned off. The rf chip could not be re-enabled; however, the device was successfully interrogated using an inductive wand. No additional intervention was performed, and the patient remained stable throughout the evaluation.